Event description:
It was reported that the purewick urine collection system shorted out during use and burned the carpet. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable as the issue was use related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system shorted out during use and burned the carpet. It was noted that the patient had been using the purewick products for more than 90 days.